Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 12-dec-2022. H.6. Investigation summary: bd received 1 used sample and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage was observed. The customer sample was evaluated by visual examination and the indicated failure mode for leakage with the incident lot was observed as blood pooling was seen around the hub of the device. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 tubes, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced blood splatter/ leakage from the device. The following information was provided by the initial reporter. The customer stated: when the nurse starts with the procedure (prick the patient with the needle to perform the blood extraction), the needle has started leaking form the junction between the needle and the ¿syringe¿. In the picture attached can be seen where is has started leakage (needle part with blood). The nurse has not been injured but the patient has loose blood, and the blood extraction was not possible to be performed with this device.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced blood splatter/ leakage from the device. The following information was provided by the initial reporter. The customer stated: when the nurse starts with the procedure (prick the patient with the needle to perform the blood extraction), the needle has started leaking form the junction between the needle and the ¿syringe¿. In the picture attached can be seen where is has started leakage (needle part with blood). The nurse has not been injured but the patient has loose blood, and the blood extraction was not possible to be performed with this device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.